Manufacturer narrative:
(B)(4) - zipper slider and teeth broken. Results: eval of the returned product found that on both of the perimeter guard's zipper's the slider body is open and one element (tooth) is bent. There is subsequent damage that is not relevant to this issue. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).

Event description:
The customer reported that the canopy has a zipper damage on the right and left perimeter guard zippers that the slider and teeth are broken. There was no pt incident or injury reported. Eval of the returned product found the slider body is open on both perimeter guard zippers on the left and right side windows.